Event description:
It was reported that the patient received an inappropriate shock from the device due to the patient¿s atrial fibrillation with rapid ventricular response. It was indicated that the device discrimination features did not withhold therapy despite good match scores. The device was reprogrammed and the patient also had an atrioventricular node ablation at a later date. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419478 implantable pacing lead (B)(6) 2013. (B)(4).